Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lymphadenopathy, and rupture.

Event description:
Physician reported " capsular contracture - baker grade IV, implant rupture and lymph nodes are approximately 2 cm large". Confirmed by MRI and ultrasound. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, white encapsulation and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two crease sharp patterns along the same edge and wear abrasion. Based on the device analysis the final assessment is: two crease sharp patterns along the same edge in the side posterior assessed as fold flaw opening.

Event description:
Physician reported " capsular contracture - baker grade IV, implant rupture and lymph nodes are approximately 2 cm large" . Confirmed by MRI and ultrasound. Device has been explanted and replaced. This relates to the right side